Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. This crt-d was explanted and disposed of at the hospital. No additional adverse patient effects were reported.